Event description:
Sigma hp/ pfc sigma patella revision. National joint registry results show out of 41 primary surgeries 6 revisions. This revision due to malalignment.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions about the reported event with the information available: however it was stated in the complaint description the this revision due to misalignment. Therefore it is unlikely product related. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.